Event description:
Cause of death has been confirmed as congestive heart failure <(>&<)> kidney failure.

Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Manufacturer narrative:
(B)(4).

Event description:
A 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the dist rca of a pt with no issue reported; however it was reported that the pt died due to cardiac failure approx 3 months post implant of the relevant stent. Investigator reported that the event was unrelated to the study stent or procedure.